Manufacturer narrative:
A visual inspection was performed on the returned device and it was noted that the trip wire was not cinched in the slot of the handle assembly. The proximal end that should have been cinched in the handle unit was retracted inside the handle unit. The thread was broken and a 30cm portion was still attached to the trip wire. The distal portion of the thread was still attached to the ligator head. The ligator head had 5 bands still attached. The 6th and 7th bands were still in place, two bands had rolled out of position and the third was broken and caught under another. The ligator head teeth were badly mangled. A functional check was performed by turning the handle knot and verifying it clicks while turning. The root cause of this device malfunction was determined to be user error. The trip wire was not cinched in the handle unit slot during set-up as required per the directions for use. Because the trip wire was not cinched and secured, the spool turned but the trip wire did not pull the thread with proper tension. Continued attempts to deploy bands caused the proximal end of the trip wire to retract into the handle assembly until the crimp on the trip wire caught and could not be retracted further. A letter was sent to the customer with the details of these findings and instruction was provided for the correct setup of the device. A device history record review was performed and no anomalies were found. A lot history search was performed and revealed three other complaints for this lot, all are from the same physician.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used the treatment of colonic hemorrhoids (male patient, age and weight are unknown). According to the complainant, the first band was deployed successfully, but when the second band was deployed, the soft wire at the notch of the band unit broke and the unit would no longer function. When the device was removed, it was noted that the second band was missing from the device. The procedure was not completed because an alternate device was not available. There were no patient complications as a result of this event; however, the complainant indicated there is a possibility that the patient may require further treatment. This report is for the first of two devices reported to malfunction during this procedure. Refer to manufacturer report # 3005099803-2008-0569 for details regarding the second device.